Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: leaking: pending rupture or ruptured aneurysms. Adverse events that may occur and/or require intervention include, but are not limited to endoleak. Additional devices implanted and/or related to this event: pxc141000/13676018, plc201400/13834415, and plc181400/13738989. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient was implanted with four gore® excluder® aaa endoprostheses to treat a ruptured infrarenal abdominal aortic aneurysm measuring 11cm. The patient tolerated the procedure. Reportedly, approximately a month after the procedure ((B)(6) 2015) the patient developed a wound infection in the left groin and underwent wound care and the infection eventually healed. It was reported that on (B)(6) 2016, the patient presented to the emergency room having abdominal discomfort and pain in the left groin, described as ¿pain similar to that he had when his aneurysm ruptured¿. A computed tomography (CT) revealed a distal type iii endoleak over lapping between the trunk-ipsilateral leg endoprosthesis (rlt311417/13697769) and the contralateral leg endoprosthesis (it unknown which device was implanted on this side, all three will be included in the event pxc141000/13676018, plc201400/13834415, and plc181400/13738989) in the right iliac artery. The leak is inside the aneurysmal sac and the sac is not getting smaller and measuring at 11.8cm. On (B)(6) 2016, there was a reintervention. The physician implanted two contralateral leg endoprostheses and the distal type iii endoleak was resolved. The patient tolerated the procedure.